Manufacturer narrative:
H3: product is scheduled to be returned but has not been received in by the manufacturing site at the time of this report. Therefore, this report is based solely on the information provided by the customer. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt wrap the belt around the patient and pull the strap through the buckle to tighten. Adjust the belt so it is snug, but not uncomfortable for the patient. Make sure you can slide your open hand (flat) between the belt and patient. Verify proper buckle closure and ensure that there is no belt slippage before each and every use by pulling the belt. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2024-00373 h3 other text : product not returned.

Event description:
Customer reporting a complaint on product # 6546y. Customer states one of their employee said they were having significant issues with the gait belt slipping once it was applied to a patient.